Event description:
It was reported that this pacemaker system was showing loss of capture, noise and an out of range spike in impedance measurements above 3000 ohms. A rv lead had been recently implanted and was surgically abandoned and replaced. A connection issue was suspected. A couple of days later, the replacement rv lead was dislodged. This pacemaker and rv lead remain in service. No additional adverse patient effects were reported.